Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation for a triclip procedure. During the procedure, a triclip was placed successfully, while attempting to remove the lock line it was unable to be advanced more than 6 inches out of the system while the other portion of the lock line remained visible outside of the lock lever. The triclip was then deployed with the lockline still located within the system and the actuator pin pulled out to 3 inches. The cds was then retracted slowly, while the lock line was extruding from the lock lever and within the system. After the cds was successfully removed from the patient, the lock line was manually severed. The triclip steerable guide catheter (tsgc) was removed and the remaining lock line was manually removed from the groin. The triclip remained stable on the leaflets. The final tr was grade 1. There was no clinically significant delay reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line. Additionally, a knot was observed on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.